Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose, with blood glucose of about 50, 60, or 70 mg/dl at the time of the incident, but they are unsure. The customer was at 146 mg/dl at the time of the call. The customer used food to treat. The customer experienced symptoms such as a headache and anxiety. The customer was wearing the insulin pump during the incident. Customer reports their drive support cap is protruded. Troubleshooting was completed. Customer notices air bubbles in the reservoir. Customer was trying to verify if the recalled sets were causing their lows. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed functional testings including displacement test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test. Drive support disk was inspected and no anomaly was noted. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the dat test at 0.08750 inches. Unit was received with cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and stained address/serial number label.